Event description:
Customer reported spike broke off and went into lower y-site of another co's primary set tubing. Nurse stated she had not disengaged rf-100 and then reattached it. The pt was not injured in any way.